Event description:
Procedure type: hemicolectomy. According to the reporter: the instrument has not worked properly. The surgeon stated that he found an open staple on the situs after firing to do the anastomosis. Two days after the operation, the patient had to be re-operated on at another facility.

Manufacturer narrative:
(B)(4).